Event description:
As reported by the user facility: ref # 8713050u, serial # (B)(4), one item, reports over infusion, the only info customer could offer is from the internal facility report. "Rn rec'd pt with versed increased rate to 4mg/hour approximately 50 mls left in bag at 8:30 bag was empty." Reports no injury to pt. Customer unable to tell me what concentration in the bag, original size of bag, when bag originally hung. No tubing saved. No other info available. Ref MFR report: 9610825-2013-00308.